Manufacturer narrative:
The tech replaced the CPR valve to repair the bed. The valve set was worn.

Event description:
Info received indicates the trend pedal will not place the bed into trendelenburg.